Event description:
Contacted regarding a system error 2240 nessage that appeared on the display of the home patient's homechoice machine during the initial drain cycle of her automated peritoneal dialysis therapy. Patient's transfer set became disconnected from the patient line fo the homechoice set for an unknown reason. The home patient then reconnected tot the setup and attempted to continue therapy. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.